Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to event, the adhesive on the bending section cover has a crack, the connecting tube has a scratch, the scope connector cover is deformed and has a dent, the universal cord has a scratch and is sticky and the plastic distal end cover has a scratch. Due to wear of the angle wire, the bending angle in up/down/left/right direction does not meet the standard value. Due to wear of the knob wire, the forceps elevator has a play. Due to damage on the charged coupled device unit, the specified resolving power is not obtained. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use, the duodenovideoscope elevator movement was not properly moving up or down. Upon inspection and testing of the customer returned device, the forceps elevator had foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to manufacturer name, city, and state. Manufacturer name, city and state: corrected manufacturer information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the forceps elevator did not work properly due to foreign material around the forceps elevator. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred during reprocessing. No patient or procedure was involved with the event.

Manufacturer narrative:
This report is being supplemented to provide information received from the customer. Correcting b5 as the customer stated the event occurred during reprocessing.